Event description:
It was reported that a patient presented with bvvi mode due to magnetic resonance imaging noted on he patient's implantable cardioverter defibrillator. Loss of back-up defibrillation was reported. A device restoration was performed to resolve the issue. No adverse patient consequences were reported.

Event description:
New information received notes off label MRI use, the MRI procedure was not followed, and that the clinic was informed of the needed programming changes to restore the device.